Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for patient via phone call that they had high blood glucose. Patient¿s blood glucose was 446 mg/dl. Patient's current blood glucose: 1330 mg/dl. Customer blood glucose have been running between 300 mg/dl and 400 mg/dl. Customer treated for high blood glucose with insulin pump and injection. Customer reports the symptoms related to their high blood glucose nausea . Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible insulin pump under delivery. Customer stated that most of the time when they noticed it have been working. Customer did not on a couple of my days off when customer woke up and didn't really do much customer noticed blood glucose stayed more normal then would wait 20 minutes before eating after doing a bolus but then blood glucose would skyrocket after eating. Customer declined to check for possible site/insulin issues. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer performed displacement test which was passed. Customer is unable to perform hp test at this time. The insulin pump will not be returned for analysis.